Event description:
The patient was admitted after interrogation of his ICD demonstrated spiking impedance increases paroxysmally. This was assessed to be a precursor of lead dysfunction in a recalled fidelis electrode. The following are notes from the operative report: the leads were dissected free from their adhesions to the fibrous capsule, and then we resected a considerable portion of the posterior wall of the fibrous capsule. The device was delivered into the wound and disconnected from the leads from the lead. The patient had an adequate intrinsic rate and rhythm. Examination of the lead including its connections to the header showed no visible abnormalities, within the existing operative field at this time. The lead was mobilized down to its insertion site near the subclavian vein and a stylet was passed down the lead. The active fixation device was withdrawn and, using constant gentle traction with some rotational torsion, under fluoroscopic guidance, we were able to remove the lead in its entirety. Some considerable force was required, and examination of the leads showed some possible disruption just proximal to the proximal coil in this dual coil electrode.